Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation, right heart failure for a mitraclip procedure. One mitraclip xtw was implanted successfully. The final mr was grade 1. There was no evidence of a shunt, however as a precaution the iasd was closed due to the right sided heart failure. The closure was performed using an amplatzer cribriform, amplatzer septal occluder. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. Perforation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.